Manufacturer narrative:
Event took place in france. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Avant l'utilisation du trocart de péridurale sur le patient, le médecin se pique avec l'aiguille. Il semblerait que la protection soit trop courte : l'aiguille est non protégée. Before using the epidural trocar on the patient, the doctor pricks himself with the needle. It seems that the protection is too short: the needle is unprotected.

Event description:
Irn# (B)(4). Avant l'utilisation du trocart de péridurale sur le patient, le médecin se pique avec l'aiguille. Il semblerait que la protection soit trop courte : l'aiguille est non protégée. Before using the epidural trocar on the patient, the doctor pricks himself with the needle. It seems that the protection is too short: the needle is unprotected.

Manufacturer narrative:
Event took place in france. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Event took place in france: avant l'utilisation du trocart de péridurale sur le patient, le médecin se pique avec l'aiguille. Il semblerait que la protection soit trop courte : l'aiguille est non protégée. Before using the epidural trocar on the patient, the doctor pricks himself with the needle. It seems that the protection is too short: the needle is unprotected.

Manufacturer narrative:
Event took place in france. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in france. The facts of the case, relevant tests are currently in process.in case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Avant l'utilisation du trocart de péridurale sur le patient, le médecin se pique avec l'aiguille. Il semblerait que la protection soit trop courte : l'aiguille est non protégée. Before using the epidural trocar on the patient, the doctor pricks himself with the needle. It seems that the protection is too short: the needle is unprotected.